Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the insulin pump was showing the insulin was active but customer stated they were not using the insulin pump at the time. The customer reported that insulin pump did not make correct calculations based on information entered. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.